Event description:
It was reported that the patient's stimulation frequently turned itself off, due to possible electromagnetic interference. Additionally, it was reported that the patient lived on a farm, and had electric induction heaters, generators, and high voltage wires on their property.